Event description:
It was reported that during a shoulder surgery the ablator functioned just a short time and then it stopped working. No harm for patient, operator or third party was reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. During returned device evaluation, a reportable malfunction was discovered.

Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. The complaint was confirmed. Device was received: ar-9835 batch 2011024, unpackaged. Observation revealed that the entire ceramic tip along with the electrode were not present on the device and could not be located. Functional testing could not be performed. These findings justify a reportable malfunction. The cause of this event is undetermined.